Event description:
Procedure: laparoscopic assisted right colectomy.ligasure handpiece noted to be defective while being used during procedure. Small wire appeared to be protruding near the top of the handpiece. This defective device was removed from the field and another was obtained. Approximately one hour later the same issue was noted with the new ligasure device (both from the same lot#). No patient harm. Lot removed from service.